Event description:
The olympus endoscopy support specialist (ess) became aware during an in-service appointment at the user facility that the suction unit was not being used during reprocessing of their endoscopes. There was no patient injury or infection reported due to the event.

Manufacturer narrative:
No device was returned to olympus for evaluation and no report of non-conformity on the device. However, during the onsite visit, the ess advised the customer on the recommended reprocessing step per the olympus instructions for use. In addition, olympus was informed that the customer will be purchasing a suction unit or a medivator scope buddy plus, as part of their correction to this reprocessing observation. There had been no repair history for the device since it was purchased on february 17, 2019. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the user¿s understanding differed from the olympus recommendation in the device handling and reprocessing steps. However, a definitive root cause could not be determined. The instructions for use (reprocessing manual) warns the user against insufficient reprocessing: ¿1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Reprocessing steps are detailed in 5.3 precleaning the endoscope and accessories equipment needed.¿